Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to tap the pump button, which did not result in a response; however, when placed on the charging pad, the lights flashed. As a resolution, technical support replaced the pump. The caller was advised to deplete the battery of the malfunctioning pump before returning it within 10 days using a pre-paid return box to avoid additional charges. The caller was also instructed to program their settings and connect their cgm to the replacement pump, understood the instructions, and acknowledged them.